Manufacturer narrative:
The manufacturer previously reported information alleging a patient with a simplygo has passed away. Additionally, the reporter alleges that the device starts up, it pushes oxygen for about one min and it stops pumping. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a patient with a simplygo has passed away. Additionally, the reporter alleges that the device starts up, it pushes oxygen for about one min and it stops pumping. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.